Manufacturer narrative:
Device evaluation summary: visual inspection of the opened device shows evidence of deformity in the introducer. The introducer was able to be removed. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of 2 bio-medicus nextgen pediatric arterial and venous cannulae, it was reported that the first device had a bent introducer, and the introducer was stuck in the cannula. The second device had a non-sterile packaging, as a small brown substance was found in the packaging. Use of both device's were unspecified. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Medtronic received additional information that the cannula was not heated or cooled prior to use. There were no missing or wrong devices or components in the package. For the first device the introducer was extremely tight, so the surgeon was not able to put the introducer out from the cannula. Correct device handling was not assured. For the second device there was damage to the inner tray, sterile pouch. The sterile seal was not intact. Correction a1: updated to none correction d3: manufacturer name and postal code updated, per corrected FDA site ID. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.